Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of approximately 400-450 mg/dl with high ketones. Customer attempted to address bg with a bolus and manual injections and was treated in the ER with intravenous fluids of saline. Customer was released from the ER later that day. Additionally, it was reported that the customer experienced multiple other elevated bg incidents that resulted in vomiting and intervention by customer's father, who administered insulin. Customer's bgs for these incidents were around 250 mg/dl or above 400 mg/dl. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.